Event description:
It was reported that the subject device had no image and displayed error b30 (scope communication error). The issue was found during a diagnostic colonoscopy procedure that was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone and reported that no image was displayed, and the b30 error was present. Tac instructed her to try a scope 180, which worked successfully. No error occurred, and the image was visible. He advised her to use the scope 180 to continue operations for the day and recommended sending the clv-190 in for repair. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g1; g3; h2; h6 and h11. The device was not returned to olympus for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, possible causes include such as material issues: deterioration. Mechanical problems: stress, wear, corrosion. Electrical problems: open circuits, short circuits, signal loss, component problems. These can be caused by no design or manufacturing problems and can occur between components such as boards, sockets, pins, cables and connectors, etc. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.